Event description:
It was reported that the caller was trying to demonstrate the use of a monitor to a patient in the clinic. They pressed the "check fluid monitor button" and placed the monitor over the patient's implanted device, there was blue light flashing and a beeping sound, however after a few seconds, the blue light went out and there was no other response from the monitor. They tried about 10 times, but there was still no response from the monitor. They gave a different sentry check monitor to the patient and that one worked perfectly. No patient complications have been reported as a result of this event. (B)(4) -tried to demonstrate the use of 2697 to patient in the clinic. Pressed the "check fluid monitor button" and placed the monitor over patient's implanted device, there was blue light flashing and a beeping sound. But after a few seconds, the blue light goes out, but no other response.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that there was a blue light for only a few seconds and then it goes out with no other response from the monitor, the monitor passed its full functional test with telemetry status light-emitting diode test and the abnormality/failure as claimed was not observed. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. (B)(4).